Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath after an recanalization interventional procedure. Reportedly, the plunger was retracted until the suture was pulled taut. Only one blue rail suture was presented. The quickcut mechanism was used to cut the blue suture approximately 1 cm below the white link. The two suture ends were removed from the device. The blue rail suture was gently pulled with the left hand, keeping the suture coaxial to the tissue tract. The blue rail suture knot was advanced forward to the arteriotomy with the suture trimmer. The knot was tightened by gently pulling on the white non-rail suture. A strong arterial bleeding was still visible. Both sutures were loaded into the suture trimmer. The suture trimmer was advanced again to the vessel. By tightened the knot again, the non-rail suture ripped off. No hemostasis was achieved. Manual arterial compression was applied to achieve hemostasis. The patient responded immediately with bradycardie and hypotonie. The patient expressed a strong retroperitoneal pain. A rebound tenderness in the abdominal wall was present. After a peripheral vein was punctured, the patient received 1500 ml jonosteril, 500 ml haes 6% 2 pmp. Atropin, 4 mg dipidolor. The left arterial brachialis was punctured by the physician and a pelvic angiogram was taken. Bleeding was visible at the puncture site.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A non-abbott stent was inserted. After this measure, no arterial bleeding was visible. The patient was placed in the intensive care unit for further monitoring. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.